Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in a colonoscopy for a polypectomy procedure. The settings were cut, effect 1 at 25 watts and forced coag at 25 watts. The pt experienced post polypectomy bleeding and was hospitalized. The pt has since been released and is stable.[note: the involved physician had two (2) other pts that had post polypectomy bleeding. Other physicians have used the equipment without any issues].

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The unit was found to be functioning as intended. The eval included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) for the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the incident. Bleeding is a typical complications involved with polypectomies (note: physician's use various techniques and tools to minimize/reduce bleeding in this procedure). No determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed at the facility. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.